Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. Upon interrogation of the implantable pulse generator (ipg), no capture was found. The patient had a ventricular escape rhythm of approximately 30 beats per minute. The ipg was reprogrammed but no capture persisted. The right ventricular (rv) lead impedance values were reading as undefined/high and pacing thresholds were unstable. An attempt to put a magnet on the ipg failed also. The patient was taken to intensive care unit (ICU) where testing of the lead on one occasion showed the rv impedance and pacing thresholds values within normal limits but several minutes later, the impedance showed a undefined/high value again. The following morning, the patient arrested and was externally defibrillated once prior to going to the operating room (or). The leads were connected to the analyzer where intermittent capture was noted. The rv lead was tested and did not capture. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.